Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates orchid unique manufactured the stepped drill bit cannulated. Due to an unknown cause, the fluted tip on the step drill bit is broken off. The flutes on the drill bit are nicked, especially near the broken end. The part initially conformed to specifications, including material and hardness, in addition to the synthes incoming final inspection sheet. No unusual wear or cosmetic damage was noted on the balance of the part. All measurements that could be taken were found to meet specification. A product development evaluation was also conducted and the report indicates the returned stepped drill bit was manufactured from 440a ss which is a typical material used to make drill bits. Its 3.4mm cannulation is required to allow alignment and direction via a 3.2mm guide wire. The design is adequate for its intended use and did not contribute to this complaint condition. The returned stepped drill was manufactured in august 2011. The trochanteric fixation nail risk analysis adequately addresses the risk of this complaint condition.

Event description:
During a tfn surgery for a right hip fracture on (B)(6) 2013, the end of the cannulated stepped drill bit broke off after they were pulling it out of the cannula. Under fluoroscopy, the surgeon saw the piece of the drill bit and was able to retrieve it from the superficial part of the soft tissue. Once retrieved, the surgeon proceeded with the insertion of the helical blade without a problem. The surgery was prolonged about 15 minutes. There was no reported adverse effect to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.